Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. After evaluation of the instrument data, the ccc determined that the customer was unable to successfully calibrate the system and obtained negative quality controls. The ccc instructed the customer to perform system maintenance and to recalculate system calibration. The cause of the discordant lhcg results is unknown. The customer successfully performed system calibration after recalculation. The customer also successfully ran quality controls. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant low volume human chorionic gonadotropin (lhcg) results were obtained on three patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant lhcg results.